Event description:
It has been reported to co that during the procedure the shaft of this device broke. It was then necessary to remove the temporary pacemaker in order to remove the balloon electrode. The device was replaced and the procedure was able to be completed. The pt is reported as fine and the device is being returned for co's analysis.